Event description:
A customer reported obtaining imprecise readings on his precision xtra meter. The customer obtained results of 1.1 and 6.7 mmol/l within a 10-minute timeframe. When plotting each result against the average on a parkes error grid, one of the results fell into the 'c' zone. The 'c' zone result is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.